Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs received. According to the logs, there are no other temperature alarms, then blower temperature peaked up to approximately 80 degrees celsius. Also, ventilation has been stopped immediately and prior to the alarm there is a running avm ventilation with 90% o2 setting and has 30 minutes user interaction. Informed customer that most likely one of the filters was/is blocked. Asked customer to exchange all filters and contact us if the alarm unexpectedly show up again.

Event description:
The customer reported an alarm 241 (temperature of blower high) while using the bellavista 1000. Patient involvement is unknown at this time.